Event description:
It was reported that the atrial lead exhibited intermittent capture due to dislodgement. The lead was explanted and replaced during device upgrade.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.